Manufacturer narrative:
Product event summary: it was confirmed that the programmer display would not come on when powered up, although it would do so if the display was tapped or tilted. The low voltage differential signaling (lvds) board was found to be loose, and reseating the board resolved the issue. The programmer was found to have major internal corrosion.

Event description:
It was reported that the programmer screen would not come up when the programmer was turned on. The programmer has been returned to service. No patient complications have been reported as a result of this event. The programmer was returned to the manufacturer, analyzed and subsequently tested out of specification.